Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement in the biliary duct performed on (B)(6) 2022. During preparation, it was found that the tip of the guide catheter became broken. It was reported that the device was kinked. The broken guide catheter was removed from the patient. The procedure was successfully completed with another naviflex rx delivery system. A photo of the complaint device was provided and showed that the tip of the guide catheter was torn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
(B)(4). The naviflex rx delivery system was not returned, however the customer provided one photo, the photo is attached within the attachments section of the complaint record. The photo showed the guide catheter detached, it wasn't observed kinked. Therefore the reported complaint of "guide catheter detached" is confirmed and the another reported complaint of "guide catheter kinked" is not confirmed. No other issues with the device were noted. The reported event of guide catheter was not confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After media analysis, it was determined that the guide catheter was observed detached but it wasn't observed kinked., however the device wasn't returned for analysis and a deep inspection on the device and all the involved components couldn't be performed in order to determine the most possible root cause of the observed issue. Therefore, the most probable cause of the reported issue is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement in the biliary duct performed on (B)(6) 2022. During preparation, it was found that the tip of the guide catheter became broken. It was reported that the device was kinked. The broken guide catheter was removed from the patient. The procedure was successfully completed with another naviflex rx delivery system. A photo of the complaint device was provided and showed that the tip of the guide catheter was torn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the naviflex rx delivery system was not returned, however the customer provided one photo, the photo is attached within the attachments section of the complaint record. The photo showed the guide catheter detached, it wasn't observed kinked. Therefore the reported complaint of "guide catheter detached" is confirmed and the another reported complaint of "guide catheter kinked" is not confirmed. No other issues with the device were noted. The reported event of guide catheter was not confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After media analysis, it was determined that the guide catheter was observed detached but it wasn't observed kinked., however the device wasn't returned for analysis and a deep inspection on the device and all the involved components couldn't be performed in order to determine the most possible root cause of the observed issue. Therefore, the most probable cause of the reported issue is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Correction to h10: conclusion code d17 removed.